Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(4) reported a patient sustained a burn on an unspecified part of the body during thermage treatment. During this treatment, the patient experienced burning. The doctor noticed the treatment tip was broken. The treatment tip was on 1200 reps. The patient has recovered.

Manufacturer narrative:
This event has been reassessed as not reportable, based on the medical review. The investigation is complete.